Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was programmed to electrocautery protection mode during an ablation procedure. The device was programmed to provide asynchronous pacing, however; loss of capture was noted in the right ventricle (rv). It was noted when the device was programmed to provide asynchronous pacing only in the ventricle, rv loss of capture was not observed. It was only observed when the device was programmed to provide asynchronous pacing in both chambers. Technical services discussed the clinical observation was likely due to defibrillation detect circuit. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. Additional information was received that the loss of capture did result in asystole of greater than 2 seconds. As a result, back-up electrophysiology (ep) catheter pacing was required. This rv lead remains in service and there were no additional adverse patient effects reported.